Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Only the coil was returned for evaluation. Visual inspection observed the coil to be kinked and stretched. In addition, the interlocking arm was found to be separated. Microscopic inspection found no damage on the coil zap tip. All the dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable base on device analysis completed on 28-jul-2017. It was reported that the coil was stuck inside the angiographic catheter. The target lesion was located in the right internal iliac artery. A 12mmx30cm interlock¿ was selected for use. During the procedure, it was noted that the device was stuck within the angiographic catheter and could not be pulled back. The physician opted to remove the device; however, the interlocking arm became separated. No patient complications were reported. However, device analysis revealed that the interlocking arm was missing.